Event description:
It was reported that they have been trying to charge the implanted neurostimulator since friday and they keep getting an error system problem rm03. Patient stated this happened about a month ago and they reset the controller and finally it charged but it happened for a couple weeks and then it happened all weekend. Patient also stated the paddle got hot to the touch and they had to disconnect it. Patient mentioned that it would not charge at all and it kept saying it couldn't locate the implant and would go to the passive recharge mode and even though it was registering at 88 or 90 it would still not progress. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.